Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the clinic for a follow up visit, device back up vvi issue during a cyber security upgrade. Patient reported symptoms of pocket muscle stimulation. The device was successfully restored however the cyber security upgrade was not completed. Patient was stable and will continue with regular follow ups.